Event description:
(Pain) as I couldn't remove the tampon.- in the vagina [foreign body in reproductive tract] pain (as I couldn¿t remove the tampon)- in the vagina [vulvovaginal pain] I felt (sick), discomfort and (pain.)- vagina [vulvovaginal discomfort] I felt sick, (discomfort and pain.)- vagina [illness] pain as I couldn¿t remove the tampon.- in the vagina [complication of device removal] the string was defective [device physical property issue] case narrative: consumer reported via e-mail that one tampon got stuck in her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation